Event description:
Level 1 infuser used during mtp [massive transfusion protocol]. Level 1 normothermic i.v. Fluid administration set connection broke while inserted into patient's dialysis line. Plastic connector stuck in line and had to be removed using kelly clamps.